Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital due to an audible device alarm. The right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise with sensing integrity counter (sic) episodes. The lead was found to have high acute rise in impedance and high thresholds with non-capture. The lead was suspect of a fracture. The lead was programmed off until lead revision. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.